Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysf unction/sacral nerve stimulation. It was indicated that the patient experienced a loss of therapy. The patient reported that it was working great and then all of a sudden they were wetting 2-3 times per night. The patient stated that it was soaking them. The patient noted that the night before report they turned it up and did a little better. The patient stated that they did not feel good and did not know if it was a bug or what. The patient reported chills, vomiting, and nausea. The patient noted that it was 3-4 days ago when they started soaking depends at night. The patient stated it was 5-6 per night before implant and they were starting to do that again. The patient noted that they had this before implant and had been to their healthcare professional (hcp). The patient stated that they increased it and were hoping that would help. The patient noted that they could not increase it anymore because it was uncomfortable. No further complications were reported or were expected.